Manufacturer narrative:
Pump received with a severely cracked and bleeding lcd glass.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer¿s blood glucose level was unknown. The customer stated crack was seen on lcd screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.